Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): reason for surgery: sui, and rectoceleconcurrent procedures: tension free vaginal tape, colpoperineorrhaphy, cystoscopyit was reported that the patient had a sling incision surgery on (B)(6) 2010 due to voiding dysfunction, urinary retention status post mesh. No additional information was provided.

Manufacturer narrative:
(B)(4).